Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece did not work when received. It was reported that surgery time was extended by an unspecified amount of time. There was no report of pt injury associated with the event. No additional clinical information was received prior to this report.